Event description:
This is the same case and patient as MFR report # 3005099803-2011-03041. This report pertains to the second of two devices. It was reported to boston scientific corporation that a solyx single incision sling system was used during a procedure. According to the complainant, the patient experienced complications and severe, permanent physical injuries. The date of onset and exact nature of these are unknown. Additional information is unknown and reportedly unavailable.